Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station prevented the users to access the required medication. A technical support specialist conducted station configuration to address the problem. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system prevented the users to access the required medication. The customer confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.